Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis. The customer states that when trellis run was complete, he tried to extract the catheter only to meet resistance at the tip of the sheath at the distal end of the catheter. Customer states that both balloons were deflated. Customer states that when he was unable to extract the catheter through the sheath, he decided to take out the entire catheter with the sheath since the trellis run was complete. Customer states that upon extraction of sheath and trellis catheter, the tip of the catheter was missing and dislodged in the pt. Customer used forceps to extract the distal end of the catheter that had broken off. Upon withdrawal and looking like the distal piece that had broken off, it looked like the distal balloon attached to the second ro marker of the distal balloon.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion, the results will be forwarded.